Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement gantry motion control box shipped to site 04/22/2015. No parts have been received by manufacturer for analysis. - return requested. 2 replacement optical switch cable assys shipped to site 04/23/2015. Suspect devices returned to manufacturer on 04/30/2015, under analysis. - 04/23/2015 a medtronic representative performed an imaging system check-out. Gantry door did not open. Found the door dingus moved away from the correct position due to a faulty gantry controller and broken home optical switch. Replaced parts, re-installed firmware, invalidated home 3 times, and tested system working ok. - no further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The 2 components of the imaging system were returned to the manufacturer for analysis. The gantry motion controller was installed on a test system and ran without any issues. The device was found to be fully functional with no problem found. The other component was the optical switch which was received broken into three pieces. The reported event was confirmed to be caused by a broken optical switch. The parts were replaced to resolve the issue.

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system would not re-set to the home position and became unusable to the surgeon. Re-booting the imaging system did not resolve the issue. The surgeon opted to discontinue the use of the imaging system and brought in a c-arm to continue. The images the c-arm provided were deemed not usable. At this point, the patient was under anesthesia, however, the procedure had not started. No incision had been made. The surgeon chose not to go forward with this procedure and would reschedule. Delay was less than 15 minutes total. There was no harm to the patient reported.